Event description:
It was reported that patient had experienced increased pain. When interrogated on (B)(6) 2012, the pump logs showed that low and empty reservoir alarms had occurred. The pump was refilled and patient outcome was noted as resolved without sequela. Drugs delivered via the device were dilaudid, bupivicaine, clonidine, baclofen.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted:unk. (B)(4).